Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-3600-2 fibertak batch 15090475 was received for investigation. Visual inspection identified that the shaft of the device was bent. Additionally, the sutures were frayed. Functional testing could not be performed due to the device's damage. The most likely cause for the reported failure includes: improper bone preparation, misaligned insertion, prying or leveraging the device during insertion the returned device exhibited a bent shaft and frayed sutures; however, these conditions do not directly confirm the reported inability to insert the anchor into the tibia. Complaint allegation not confirmed. Refer to the investigation photos.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3rd september 2025, it was reported by a distributor via email that for an ar-3600-2, fibertak¿ suture anchor with #2 fiberwire® cl (double loaded), the fibertak ar-3600-2 could not be inserted into tibia after repeatedly drilling the hole. Ar-3600nd-1 was used to drill the hole. This was detected during use in a meniscal repair procedure on (B)(6) 2025. The procedure was completed successfully as an additional fibertak with same lot number was used with no issue to complete the surgery. No fragment was left inside the patient.